Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting what they suspect as a false negative sars result. Customer reported they are symptomatic but were negative with another brand of antigen test last week and are negative with the quidel qv test this week. Customer has not had any confirmation testing performed.